Event description:
It was reported that during preparation for a faraview procedure to treat an atrial fibrillation, a farawave nav catheter was selected for use. During farawave nav catheter preparation, the physician noted that the irrigation port was blocked and the catheter could not be purged. Fluid leak was additionally reported. The catheter was replaced and the procedure was completed successfully without patient complications. The catheter is expected to be returned for analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that during preparation for a faraview procedure to treat an atrial fibrillation, a farawave nav catheter was selected for use. During farawave nav catheter preparation, the physician noted that the irrigation port was blocked and the catheter could not be purged. Fluid leak was additionally reported. The catheter was replaced and the procedure was completed successfully without patient complications.

Manufacturer narrative:
Device technical analysis: boston scientific has made attempts to retrieve the device however no further movement on device return was noted; therefore, a technical analysis of the complaint device could not be completed. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the farawave nav device confirmed that the events of leak and difficult to flush are known events defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave nav device is acceptable. Investigation conclusion: based on all the available information, boston scientific has assigned an investigation conclusion code of unable to exclude device problem as the reported allegation could not be established due to lack of evidence. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. If there is any further relevant information obtained, a supplemental medwatch will be filed. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.